Event description:
Event description cpi received information that during an induction procedure at implant, this implantable cardioverter defibrillator (ICD) exhibited a less than 10 ohm impedance measurement in the therapy history. It was also noted that prior to induction, a normal impedance measurement was obtained via the shock/lead integrity test; however, during the induction procedure the patient was induced into an arrhythmia and was unable to be successfully converted at both 20 and 31 joules. As a result, the patient was externally cardioverted. Therefore, the physician elected to cap the chronic lead and implant an entire new ICD system in a new implant site.